Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation, but was returned to sorc. Sorc found the error due to fatigue of the high brightness motor and the scope detection sensor failure in addition to the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device. Thirteen years or more have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation results, there was the possibility that the reported phenomenon was attributed to an accidental failure due to aging deterioration.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the turret error occurred. There was no information provided when the error occurred. During the incoming inspection by olympus service operation repair center (sorc), the reported phenomenon was confirmed. There was no patient injury associated with this report.